Event description:
According to the reporter, the device displayed a service light and would not calibrate defibrillator energy settings.

Manufacturer narrative:
Physio-control evaluated the device and observed that the device logged a fault code related to defibrillation delivery and the biphasic pcb assembly logged into the device error log physio replaced the biphasic pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.